Manufacturer narrative:
A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt.

Event description:
As reported, the balloon on a mynxgrip vascular closure device was torn. There was no patient injury reported.

Manufacturer narrative:
Complaint conclusion: as reported, the balloon on a mynxgrip vascular closure device was torn. There was no patient injury reported. Multiple attempts to obtain additional information were made without success. A non-sterile mynxgrip vascular closure device 6f/7f involved in the reported complaint was returned for investigation. Visual inspection of the received device showed that the shuttle cartridge was engaged to the black handle with the stopcock open. The advancer tube was observed deployed on the catheter shaft. The syringe was returned separate from the device. The procedural sheath was not returned for evaluation. No anomalies were observed. Leak testing was performed on the balloon of the returned device and found no leak in the balloon. However, the balloon cannot be inflated due to the catheter¿s lumen was clogged with dried contrast. Multiple attempts to inflate the balloon with water were exhausted. The balloon cannot be inflated for examination. A device history record (DHR) review of lot f1813001 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon loss of pressure¿ could not be confirmed through analysis of the returned device since the balloon could not be inflated for functional analysis. The exact cause of the issue experienced by the customer could not be conclusively determined. Based on the limited information available for review and the product analysis, it is not possible to determine what factors may have contributed to issue experienced since no issues were found during analysis and the balloon could not be inflated. However, handling factors of the device are possible. According to the instructions for use, which is not intended as a mitigation, users are instructed to discard the device if the balloon does not maintain pressure. Neither the DHR review nor the information provided suggests that the reported failure could be related to the manufacturing process of the unit. Therefore, no corrective actions will be taken at this time.